Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was delivering the wrong amount of insulin. The customer stated that he has been experiencing unexplained high blood glucose levels on the third day of wearing his infusion set and reservoir. The customer stated that he notices that the insulin pump is not delivering the right amount of insulin when the insulin reaches the second bar from the top of the reservoir and that this has happened with his last three infusion sets. The customer also stated that he last changed his infusion set the morning of the event and that he uses a model mmt-396 quick-set infusion set. Troubleshooting was performed and the infusion set passed the fixed prime. Nothing further was reported.